Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete rhexis during laser assisted cataract surgery. The surgeon attempted to complete the rhexis and the front capsule was torn, an anterior chamber lens was required. No further issues or harm to the patient.

Manufacturer narrative:
The system was examined and the company representative was unable to confirm or replicate any non-conformity, which could have contributed to the reported event. The system was in good condition and functioned as intended. The system was tested and found to meet product specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
After review of reported event as well as related literature, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. In the surgeon¿s opinion he did not know what caused or contributed to the event. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).